Manufacturer narrative:
B3 - date of event has been confirmed and provided. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 months since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the defective/faulty printed circuit board could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was retuned and on inspection, the customer allegation was confirmed. The output image from the sdi (serial digital interface) cable was not displayed due to defective printed circuit board. No physical damage was noted. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, upon receipt inspection the sdi (serial digital interface) output of the videoprocessor was not working. It worked out of the box for longer than a week but failed after connecting a cable to the sdi output 2. Both sdi outputs are non-functional. There was no patient involvement. During the testing and inspection of the returned device, a faulty printed circuit was found to be causing no image. This MDR is being submitted to capture the reportable malfunction found during device evaluation.